Manufacturer narrative:
Analysis of the catheter found no significant anomalies; it was returned incomplete and in 2 segments, which were found to be acceptable during testing. Result code 3233 and conclusion code 11 no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n264662001, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received regarding a consumer receiving baclofen [4 mcg/ml] at an unknown rate. It was reported that they were unable to aspirate the catheter. A new distal catheter was implanted and the issue was resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, lot# n264662001, implanted: (B)(6) 2010 explanted: (B)(6) 2017, product type: catheter. A follow-up report will be submitted when analysis is complete. (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-jun-21. The catheter was returned to the manufacturer for analysis. There were no further complications reported/anticipated.